Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to dreamstation auto device. There was no report of patient harm or injury. The device was returned to third party service center. During the evaluation, the device was visually inspected and found power supply corroded. There was contamination of connector oxide as well. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.